Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen, unknown (500 mcg/ml at 50mcg/day) via an implantable pump for intractable spasticity and stroke. It was reported that the pump had turned a bit in the pocket (also reported as "pump flipped") and the physician revised by changing the pump pocket location to higher in the abdomen. The patient had gained weight and that may be the cause. The issue was resolved at the time of the report.